Manufacturer narrative:
Product ID 3093-28 lot# v475128, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that the therapy was not helping with symptom control during the day but especially at night (¿sometimes 4 times during the night¿). It was reported that the issue had been going on for almost a year. The patient did have a fall back in (B)(6) 2013 where they fell backwards (did not fall on the side of the ins) but did not ¿break anything¿. The patient was on a daily antibiotic for 2 weeks for a urinary tract infection that they have had since (B)(6) 2013. In addition, it was reported that about 2-3 months ago their husband helped them adjust the stimulation but when it was increased to a higher level they felt pain in their rectum, even while on different programs. It was determined that their ins was on program 2 at 3.4 volts but that it was barely felt in the rectal area (where they typically felt the stimulation). The patient increased the stimulation to 3.5 volts but did not feel a difference in the sensation. The stimulation was then increased to 3.6 volts the patient did feel a difference and it was described as comfortable. The patient also noted that it was sometimes difficult to sleep with the device on. The patient had not yet seen their healthcare professional (hcp). Additional information was requested but was not available at the time of this report.